Manufacturer narrative:
(B)(4). The lot was manufactured april 7, 2015-april 8, 2015. The device was evaluated at baxter compounding facility. Visual inspection was performed and found white floating particles. The reported condition was verified, but the cause of the condition was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white particulate matter upstream to the product filter. This was found after being compounded with fluorouracil. There was no patient involvement. No additional information is available.